Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016 (B)(4): information was received from a consumer regarding a patient receiving intrathecal morphine. The indication for use was spinal pain. It was reported that the patient¿s pump malfunctioned, and it had to be replaced. The patient clarified that the tubing was tangled up, and they were in pain. Here was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) poor comm - out of box screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.